Manufacturer narrative:
If additional information is received, a supplemental report will be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The patient went into emergency room (ER) with his stomach jumping and he was told that his lead had fallen out. The patient and his wife expressed feelings of anxiety after being told that the lead had fallen out. It was reassured to them that the left ventricular lead was in place but was causing the stimulation of his diaphragm, specifically, the phrenic nerve, due to the high output. The patient appeared to be pacing dependent as they complained about dizziness, discomfort, undesired sensations and non-target stimulation area. Also, noisy signal over sensing and pacing inhibition was caused due to the unipolar mode. Discussed with the caller about how the polarity and sensing change in settings due to safety mode could affect the patient. The anxiety was resolved when the caller understood that his lead had not fallen. The crt-p was recommended to be explanted and has been explanted at this time. It is also expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The patient went into emergency room (ER) with his stomach jumping and he was told that his lead had fallen out. The patient and his wife expressed feelings of anxiety after being told that the lead had fallen out. It was reassured to them that the left ventricular lead was in place but was causing the stimulation of his diaphragm, specifically, the phrenic nerve, due to the high output. The patient appeared to be pacing dependent as they complained about dizziness, discomfort, undesired sensations and non-target stimulation area. Also, noisy signal over sensing and pacing inhibition was caused due to the unipolar mode. Discussed with the caller about how the polarity and sensing change in settings due to safety mode could affect the patient. The anxiety was resolved when the caller understood that his lead had not fallen. The crt-p was recommended to be explanted and has been explanted at this time. It also has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. If additional information is received, a supplemental report will be provided.